Event description:
It was reported that the patient presented with his artificial urinary sphincter (aus) device not functioning resulting in severe urinary incontinence. The patient also reported he was experiencing pain, distress, and peripheral neuritis. A replacement surgery was performed at which time the reservoir and cuff were explanted. The cuff was then tested, and it was found that there was fluid leak from the cuff. A new reservoir and cuff were implanted. No further patient complications were reported.

Manufacturer narrative:
Correction to field b2: outcomes attrib to adv event correction to field b5: describe event or problem correction to field d4: unique identifier (UDI) # correction to c2/d10: concomitant product/therapy correction to field e1: initial reporter last name correction to field g1. MFR contact first name, MFR contact last name and MFR contact email correction to h6. Patient codes related components: model number/catalog number: 72404127 serial number: n/a batch/lot number: 1000184731 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1000196129 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4).

Event description:
The patient underwent an artificial urinary sphincter (aus) replacement surgery due a mechanical issue caused by a fluid leak. There were no patient complications.